Event description:
Pt was revised to address knee pain.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product lot code required to search the complaint database by mfg lot code was not provided. The investigation could not draw any conclusions about the reported polyethylene wear based on the lack of the product to examine. It was noted the products were implanted for approx sixteen years prior to revision. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.